Event description:
It was reported that by the surgeon that she implanted a tecnis simplicity eyhance intraocular lens (iol). When the lens unfolded in the eye, she noticed two small brown linear markings slighting off center of the optic. She did not get a picture but noted it was temporal/on the side of the lens closest to the incision. The brown markings appeared to be a crack but she was able to rub the markings off with her silicon ia tip. She did not explant the lens. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.